Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article "migration of a hot axios stent causing small bowel obstruction" by dr. Sven van laer, et al. According to the literature, the patient underwent an endoscopic gastro-gastrostomy with axios stent for a later endoscopic retrograde cholangiopancreatography (ercp). Post stent placement, the patient presented to the emergency department with periumbilical cramping, nausea and cessation of the passage of stool for two days. Physical examination revealed an elevated heart rate of 107 beats/min, a blood pressure of 136/85 mmhg, dry mucous membranes, and abdominal distention. Blood tests showed an acute kidney injury and hypokalemia. An abdominal x-ray showed dilated bowel loops with air-fluid levels, with a foreign object at the level of the right flank. An abdominal CT scan confirmed migration of the axios stent to just before the stoma with the presence of fecal bowel sign. The patient underwent ileoscopy through the ileostomy, which confirmed the presence of a axios stent near the end of the ileostomy. The axios stent was rotated inside the bowel, with both ends facing the bowel wall, causing mechanical small bowel obstruction. The stent was endoscopically removed, followed by rapid clinical recovery. Note: it was reported that the axios stent was implanted transgastric to the stomach during an endoscopic gastro-gastrostomy procedure. Per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated for gastro-gastrostomy procedure.

Manufacturer narrative:
Block b3: approximated based on the year the literature was published. Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: van laer, s., werpin, l., ballet, a., van der merwe, s. Abstracts presented at the 26th annual congress of the belgian society of internal medicine. Sven, 9-10 december 2022, dolce la hulpe, la hulpe, belgium. Migration of a hot axios stent causing small bowel obstruction. Acta clinica belgica, 77:sup2, 1-74, doi: 10.1080/17843286.2022.2149807. Block h6: imdrf device code (B)(6) captures the reportable malfunction of stent migration. Imdrf patient code (B)(6) captures the reportable patient complication of cessation of the passage of stool for 2 days. Imdrf patient code (B)(6) captures the reportable patient complication of nausea. Imdrf patient code (B)(6) captures the reportable patient complication abdominal distention. Imdrf patient code (B)(6) captures the reportable patient complication of severe abdominal pain and periumbilical cramping. Impact code (B)(6) is being used to capture the ileoscopy procedure performed. Block h11: blocks b5 and e1 (initial reporter's phone number) have been corrected.

Manufacturer narrative:
Date of event: approximated based on the year the literature was published. Initial reporter info: (B)(6). The complainant was unable to provide the upn and lot number of the suspect device; therefore, the lot expiration and device manufacture dates are unknown. Report source: literature source: van laer, s., werpin, l., ballet, a., van der merwe, s. Abstracts presented at the 26th annual congress of the belgian society of internal medicine. Sven, 9-10 december 2022, dolce la hulpe, la hulpe, belgium. Migration of a hot axios stent causing small bowel obstruction. Acta clinica belgica, 77:sup2, 1-74, doi: 10.1080/17843286.2022.2149807. Imdrf device code a010402 captures the reportable malfunction of stent migration. Imdrf patient code e1020 captures the reportable patient complication of cessation of the passage of stool for 2 days. Imdrf patient code e1020 captures the reportable patient complication of nausea. Imdrf patient code e 2402 captures the reportable patient complication abdominal distention. Imdrf patient code e1001 captures the reportable patient complication of severe abdominal pain and periumbilical cramping. Impact code f2202 is being used to capture the ileoscopy procedure performed.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article "migration of a hot axios stent causing small bowel obstruction" by dr. Sven van laer, et al. According to the literature, the patient underwent an endoscopic gastro-gastrostomy with axios stent for a later endoscopic retrograde cholangiopancreatography (ercp). Post stent placement, the patient presented to the emergency department with periumbilical cramping, nausea and cessation of the passage of stool for two days. Physical examination revealed an elevated heart rate of 107 beats/min, a blood pressure of 136/85 mmhg, dry mucous membranes, and abdominal distention. Blood tests showed an acute kidney injury and hypokalemia. An abdominal x-ray showed dilated bowel loops with air-fluid levels, with a foreign object at the level of the right flank. An abdominal CT scan confirmed migration of the axios stent to just before the stoma with the presence of fecal bowel sign. The patient underwent ileoscopy through the ileostomy, which confirmed the presence of a axios stent near the end of the ileostomy. The axios stent was rotated inside the bowel, with both ends facing the bowel wall, causing mechanical small bowel obstruction. The stent was endoscopically removed, followed by rapid clinical recovery.